Event description:
A discordant immulite 2000 estradiol assay result was obtained on a pt sample. The sample initial result was low positive and reported to the physician who questioned the result. Sample was diluted and re-run with higher positive result. Customer drawn a new pt sample the next two days and run new sample with high result. The sample was diluted and re-run resulted higher positive result. Pt treatment was withheld until result was verified. No indication of pt treatment was administered due to the reported initial result. Pt treatment was not altered and there was no report of adverse health consequences due to the lower positive discordant estradiol assay result.

Manufacturer narrative:
Analysis of instrument and instrument data did not indicate system error. There is no known cause for the discordant estradiol result. No further eval of the device is required. The instrument is performing within specs.